Event description:
It was reported that when patient was charging the implantable pulse generator (ipg), the charger became hot on the skin and really started hurting. The patient sustained second-degree burns from the charger, and symptoms of blistering, redness, and swelling were noted over the ipg site.

Event description:
It was reported that when patient was charging the implantable pulse generator (ipg), the charger became hot on the skin and really started hurting. The patient sustained second-degree burns from the charger, and symptoms of blistering, redness, and swelling were noted over the ipg site. Additional information received that the patient did not receive any medical intervention for the burns.